Event description:
It was reported that high, out of range hv lead impedances were observed. Broken can wire within the can was suspected. The device was explanted. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported out of range, high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and high hv lead impedance was observed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance.